Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used in the colon during an unknown procedure performed on an unknown date. During the procedure and inside the patient, the device was unable to deliver energy and it did not to cut the target polyp. The snare was securely attached and no problems with cautery unit. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.